Event description:
The family reported that at school one of the recipients friends threw a stone to his head. After that, the recipient could no longer hear with the device. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The family reported that at school a friend of the recipient threw a stone and hit his head. After that, the recipient could no longer hear with the device. There was no swelling or redness seen over the implant area two weeks after the incident. The user was re-implanted.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator electronics that is typical for severe external impact to the housing. The problems described in the recipient report and the reported accident appears to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: based on the information and measurements received, a mechanical damage of the stimulator electronics, which is typical for a severe external impact to the housing, appears likely. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. Re-implantation is considered but has not been scheduled yet.

Event description:
The family reported that at school one of the recipient_s friends threw a stone to his head. After that, the recipient could no longer hear with the device. Re-implantation is considered, but has not been scheduled yet.